Event description:
It was reported that bd syringe oral 1ml amber demonstrated a volumetric accuracy issue. It was reported that during the visual inspection prior to the secondary packaging process at ckk cmo for japan market, the following appearance defections were detected. 7.5 mg number of units inspected: (B)(4). Acceptable units: (B)(4); defective units: (B)(4). Syringe printing defects: 3; plunger rubber stopper defect: 1. 10 mg number of units inspected: (B)(4) acceptable units: (B)(4); defective units:(B)(4) syringe printing defects: 2; plunger rubber stopper defect: 1 inner surface contamination or foreign matter: 2 2.5 mg number of units inspected: (B)(4). Acceptable units: (B)(4); defective units: (B)(4). Syringe printing defects: 2; below the lower limit of fill volume: 3. 5 mg number of units inspected: (B)(4) acceptable units: (B)(4); defective unit: (B)(4). Plunger rubber stopper defect: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
(B)(4) follow up- one photograph of an amber 1ml syringe, part number 305207, was reviewed, showing a fully assembled loose syringe with a scale marking defect characterized by significant smearing of the number 2. Based on this observation, the product is considered non conforming to specifications, and the defect is likely related to the marking process, therefore, a quality alert will be issued to the manufacturing site. The reported defect of volumetric accuracy was not observed and could not be confirmed from the photo provided. In addition, a device history record review for lot number 5100291 identified no rejected inspections or production quality issues that could have contributed to the reported condition.